Event description:
It was reported that bd insyte¿ IV catheter needle pierced through the catheter. This was discovered before use. The following information was provided by the initial reporter: material no.: 381223 batch no.: 8265298. It was reported that the stylet punctured through the catheter.

Manufacturer narrative:
H.6. Investigation summary: a device history record review was performed and showed no non-conformance's associated with this issue during the production of this batch. Since no samples or photos displaying the condition reported are available for examination, we were unable to fully investigate this incident.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ IV catheter needle pierced through the catheter. This was discovered before use. The following information was provided by the initial reporter: material no.: 381223, batch no.: 8265298. It was reported that the stylet punctured through the catheter.